Manufacturer narrative:
The reported events of noise resulting in oversensing and inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection and x-ray examination of the lead revealed no anomalies.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the implant procedure, loss of capture and noise resulting in oversensing was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.